Event description:
Customer reported that the syringe was drawing more air than fluid. When this condition was noticed they discontinued use of this kit and used an entirely new kit to complete the procedure. No ill effects to the pt were reported.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report when sample is received.